Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump did not flip, it just moved up "near the coastal" and gave pain by her side. It was reported that the event resulted in medical or surgical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a clinical study regarding a patient who was receiving morphine 30 mg/ml at 5.49908 mg/day via an implantable pump using simple continuous dosing for an unknown indication for use. It was reported that since they changed the pump, the patient complains because the side of the pump was giving her pain up the side of the pump and was disturbing her a lot. It was determined that the pump had migrated. The cause of the pump migration was unknown. The event resulted on an unscheduled clinic or office visit. The event was related to the device or therapy and was not related to the implant procedure. The patient saw a surgeon and the pump was repositioned on (B)(6) 2019. After the modification, the event resolved without sequelae on (B)(6) 2019. No further complications were reported and/or anticipated.